Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 178mg/dl. It was stated that the customer was vomiting, nausea, and abdominal pain. It was stated that the customer was not able to control her glucose level. It was stated that the customer was experiencing high blood glucose for the past three days. The customer's most recent glucose reading was 79mg/dl and customer treated with the insulin pump. Troubleshooting was performed. It was stated that the customer has changed the infusion set to resolve the issue. Reviewed the programming on the insulin pump. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin passed the test. No further info was provided.